Manufacturer narrative:
This event has been identified as a malfunction. Abbott vascular has initiated a corrective action. The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.

Event description:
It was reported that a trained physician attempted arteriotomy closure using the starclose device after an unk procedure. The arrows lined up, the vessel locator wings prematurely retracted, and the device popped out of artery, losing access to the site. Hemostasis was achieved with manual compression. There was no adverse event. No additional info is reported.